Event description:
In 2002, the 8f sts angio-seal device was deployed without complication on a pt with a history of coronary artery disease. No preplacement angiogram was performed. Two days later, the pt presented to hosp complaining of leg pain and cramping. A doppler study revealed limited blood flow down the femoral artery. The pt was transferred to another hosp (location of the original event) for surgical removal of the device. The pt was reported to be recovering and discharge was scheduled for later in 5/2002.